Event description:
It was reported that the patient passed away due to complications from pneumonia. The relationship between the patient's pneumonia and vns is currently unknown. Attempts for additional information are in progress.

Event description:
Follow up with the patient's funeral home for product return revealed that the patient's devices were not explanted at the time of the patient's death, as the patient was buried and the funeral home only explants medical devices when the patient is cremated and/or at the family's request. They did not have any explanted devices for this patient.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
Additional information was received indicating that the patient's pneumonia was not related to vns, and the patient's death was not related to vns.

Event description:
During a review of available programming history, high impedance was identified on the date of initial implant. This was previously reported under medwatch # 1644487-2005-00892.